Manufacturer narrative:
(B)(4).

Event description:
It was reported that high pacing lead impedance and capture threshold were observed. Lead fracture was suspected. The lead was explanted and replaced. The patient was doing well post-procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.